Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d9 with the date returned to manufactuerer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with a dark solid foreign material, however, the specific material could not be identified and the cause of the clog could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was uncovered that the nozzle was clogged with foreign material that could not be removed due to incorrect or insufficient reprocessing of the scope. In addition, it was observed that the adhesive of the bending rubber was worn. It was observed that the bending manipulation and insertion tube contained defects. It was also observed that the objective lens was cracked due to a shock caused by dropping the endoscope to a hard surface or other handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope presented repeated error messages during a leak test and wash cycle. The reported issue occurred during reprocessing of this scope, post procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle and could not be removed, which is a reportable malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.